Manufacturer narrative:
Batch review performed on (B)(6) 2015. Lot 123219: (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue. Update received on sep, 8th 2015: the sales agent informed us that they will not give us the pathology report. Not available.

Event description:
The patient went into the emergency room complaining of pain. The surgeon preformed an I & d and replaced the liner. Explants will not be available for analysis. X-rays will not be available. Waiting to see if pathology results will be available.

Manufacturer narrative:
On 30 nov 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.